Event description:
It was reported that on (B)(6) 2013 the patient presented with severe low back pain increasing with standing, walking and sitting; numbness in both hands, more prominent toward the median nerve distribution; major numbness and tingling of the knees downward; abdominal pain; peripheral swelling; bronchitis; fatigue and weight gain over 10lbs. The patient walked with a slack foot on the left side and had noticeable atrophy of the foreleg on the left involving the l4, l5, s1 regions; and prominent atrophy in the left proximal quadriceps consistent with an l2 nerve root injury. It was mentioned in the doctor's notes that the patient had immediate onset of difficulty lifting the left leg immediately following the operation. "Likely a stretch injury top the left l2 nerve branch." It was also noted that a neuro-stim was unable to be successfully placed previously. The patient did not want to try pain medication as t hey had tried previously and was not happy with that course. A previous MRI showed a solid l4-5 interbody fusion; a possible non-union of l5-s1; possible non-union of l2-3; left-sided soft tissue scarring along the nerve track consistent with the 2008 operation; moderate to severe spinal stenosis at l1-2 and l3-4 with no preservation of csf signal around the thecal elements. X-rays were taken which showed a nonunion at l5-s1 with a definite dynamic component. There was as large lucency extending over the entire top of the implant to the l5-s1 space. The l4-5 fusion level was very strong. There was no abnormal translation l3-4 or l1-2. There appeared to be a non-union at l2-3. There was a large air vacuum that appeared to be on extension - this was moderately dynamically unstable. There was lucency around the l2 screw. The doctor noted that surgery was advised however there was likely permanent damage nerve damage to the l2 region. On (B)(6) 2013 the patient presented with low back pain. Flexion and extension x-rays clearly showed non-union at l5-s1 and l2-3 and spinal stenosis at l1-l2 and l3-l4. The patient underwent surgery which consisted of left iliac crest bone harvesting for lumbar fusion; fusion inspection l2-3, l4-5, and l5-s1 confirming definite pseudoarthrosis with motion l2-3, pseudoarthrosis l5-s1 and possible pseudoarthrosis l4-5; removal of pedicle screw instrumentation , l2-3; revision lumbar intertransverse and facet spinal fusion, l2-3, l4-5 and l5-s1 using autogenous iliac crest graft; revision laminectomy l5-s1, l1-2, and l3-4; repair of csf leak, left l5-s1 region; non-segmental; inter-spinous process fixation using coflex f size 16, l2-3; non-segmental spinal instrumentation using coflex inter-laminar spinous process device at l5-s1; removal of basal cell carcinoma from the lumbar spine midline approximately 1.0x1.5 cm in dimension and sent to histopathology; and an attempted right sided plif, l2-3, which was abandoned secondary to poor dural mobility in that region. Final radiographs looked good at both levels. No patient complications were noted. On (B)(6) 2013 the patient presented with a skin lesion on the lumbar area of the back and underwent an excision of a benign soft fibroma (confirmed through pathology). On (B)(6) 2013 the patient presented with abdominal pain and vomiting. A flat and upright x-ray was taken which showed no obvious free air; non obstructive bowel gas pattern and skin staple consistent with lower lumbar fusion. On (B)(6) 2013 the patient was discharged from hospital. On (B)(6) 2013 through (B)(6) 2013 the patient was approved for home health care. On (B)(6) 2013 the patient presented with post op minimal pain and had the surgical staples removed. On (B)(6) 2013 the patient complained that the pain intensity had not decreased since surgery. There was radicular pain into the foot and global leg weakness which the patient described as "legs feel like they weigh 1000lbs." The incision was still healing. On (B)(6) 2013 the patient presented with right sided hamstring and weakness in the left foreleg. On (B)(6) 2013 the patient presented with left foot dorsi-flexor weakness as well as well as some sensory loss. There was the clinical question of possible entrapment of the left peroneal nerve at the knee. A emg and nerve conductive study was conducted which demonstrated moderate to severe chronic multilevel radiculopathy (with subacute component, l4-l5) and peripheral polyneuropathy.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 patient presented with c/o right leg weakness and some right arm weakness. Per xr of lumbar spine "postop fusion changes present with metallic hardware between l2 and l3 with left unilateral bridged pedicle screws along with hardware between l4-l5 and l5-s1 and no acute abnormality was seen." (B)(6) 2007 patient underwent removal of internal fixation, takedown on nonunion c6-7 with decompression at that level, anterior microdiscectomy and decompression at c3-4, interbody fusions c3-4 and c6-7 (bmp), placement of interbody devices at c3-4 and c6-7 (cornerstone) and internal fixation with 2 separate single level stryker anterior cervical plates. (B)(6) 2008 patient underwent x-ray of the cervical spine which indicated evidence of interbody fusions at c3-c4 and c6-c7 and there is no significant change in alignment or other radiographis characteristics since previous exam of (B)(6) 2008 patient underwent x-ray of lumbosacral spine which indicates "there is continuous satisfactory alignment of the fusion at l2-3 and there is no change in the older fusions at l4-l5 and l5-s1 since previous exam." (B)(6) 2009 patient presented for exam of the cervical spine post-op, which indicated "there is an anterior plate and screw fusion of c3 and c4 as well as c6 and c7. Bone spacing devices at the respective levels, hardware intact without apparent loosening or defect. There also appears to be bony fusion of c3-4 and c6-7 with satisfactory alignment throughout the cervical spine. No apparent change compared to (B)(6) 2008 exam. CT of the spine without contrast indicates there is a left pedicle screw and plate fusion of l2 and l3, hardware does not compromise the central canal or neural foramina, hardware intact without apparent loosening or defect, bilateral metallic disc spacing devices in place at l4-5 and l5-s1 without apparent compromise, stable minimal anterior wedging involving the t12, l1 and l2 vertebrae, no dislocations, no pars fracture defect seen, mild disc bulges at l1-2, l2-3, l3-4 and l5-s1, mild narrowing of central canal secondary to posterior osteophyte ridging at l4-5 ." (B)(6) 2010 patient presented for a x-ray of cervical spine lateral 1 view which indicated "the single lateral view is compared to the previous study dated (B)(6) 2009, the patient has had multiple anterior fusions with essentially complete fusion of the cervical spine. No change in position or alignment is noted, and no bony abnormality is seen. Bone scan indicates abnormal increased radiotracer activity is seen involving the mid foot on the right which does not have definite radiographies correlate, possibility of occult fracture or contusion cannot be excluded. Mild increased activity seen involving the knees bilaterally suggestive of arthritic change. Comparison study to x-ray (B)(6) 2009, CT and mr of cervical spine (B)(6) 2007 indicates increased t2 and decreased t1 signal intensity within the cervical cord at c3-c4 associated with mild volume loss consistent with myelomalacia. There is no residual or recurrent cervical cord compression, cerebellar tonsil position is normal, a segmentation anomaly is noted at c2 and c3 and there is osseous fusion of c3, c4 and c6. (B)(6) 2011 patient presented for emg which indicated "cervical radiculities, right radiculopathy primarily c5-7; lumbar radiculopathie s, carpal tunnel syndrome of the right hand."

Event description:
Persistent complaints of arm and leg numbness and weakness. Positive for stenosis at c3-c4 with retrolisthesis c3-c4 and non-segmentation of c2-c3. Indication of myelopathy with ataxial spasticity and mild bilateral arm weakness. Arthrodesis status with a solid fusion at c4-c5 and c5-c6, but nonunion at c6-c7. On (B)(6) 2007: removal of internal fixation, which is an anterior cervical plate (orion) from c4-c7; takedown of nonunion at c6-c7 with decompression of the c6-c7 level; anterior microdiskectomy and decompression at c3-c4; interbody fusions, c3-c4 and c6-c7, (bmp-ii bone growth); placement of interbody devices at c3-c4 and c6-c7 (cornerstone 9 mm at both levels); internal fixation with two separate stryker plates at c3-c4 and c6-c7. On (B)(6) 2007 surgery noted placement of infuse: the patient had chosen to use bmp-ii as part of his fusion in spite of slightly added risk with bmp use and cervical spine and so we placed pledgets of b<(>&<)>b soaked collagen that had been prepared and allowed to sit for adequate time and approximately two-thirds of a 1 x 2 inch strip of bmp soaked collagen was placed into the cornerstone device. In addition a strip of bmp soaked collagen and again used approximately 60% of a strip of that 1x2 inch bmp soaked collagen and placed that in the interbody device. It was driven in place, nicely countersunk. It was put in posteriorly, having checked that with a hook and of course checked both these levels again with x-ray as well. But the interbody device appeared to be well positioned

Manufacturer narrative:
Review of radiographic images found as follows: 11/30/2007 lateral cervical x-ray shows to acdf with plates. This appears to be at c2/3 and c4/5 with cornerstone spacers that area well positioned.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.